Event description:
It was reported that during a percutaneous nephrostomy treatment procedure, the guidewire broke. A portion of the guidewire remains in the right kidney. The pt is reported as 'stable'. No pt injury or complications have been reported.